Event description:
Patient was being transferred from wheelchair to bed. While the patient was on the lift, they removed their arms from inside the sling and lifted them up. The patient swung backward, striking head on the floor. The patient passed away ten days later.